Event description:
Updated summery: the customer also experienced change sensor/bad sensor alert.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was 256 mg/dl, and the blood glucose value was 291 mg/dl which was outside of the acceptable range. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7020c1. The customer reported high blood glucose. The customer was reporting a discrepancy between sensor glucose and blood glucose. The customer reported that the pump was still not delivering basal, only bolus. No further patient complications were reported. No product return was required for mmt-7020c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.